Manufacturer narrative:
The device is still in service and not available for return. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had an infection at the incision site. Debridement was performed to open, irrigate, and close the pocket. The product is still in service and the patient is placed on antibiotics. No additional adverse patient effects were reported.